Manufacturer narrative:
(B)(6).

Event description:
The customer complained of discrepant results for 2 patient samples tested for elecsys tsh assay (tsh) on a cobas 8000 e 602 module. Patient 1 initial result was 0.005 uiu/ml. The sample was repeated twice with results of 0.352 uiu/ml and < 0.005 uiu/ml. Patient 2 initial result was 0.049 uiu/ml. The repeat result was < 0.005 uiu/ml. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. Prior to the discrepant results, the customer had received gripper transport alarms on the instrument. The alarms were resolved and then the discrepant results occurred. A sample cup had not become loose nor was there spilled specimen around the incubator. The customer did note that they have noticed liquid scattering near the probe. Pinch tubes had last been replaced during a regular service visit in oct-2018. The field service engineer (fse) visited the customer site and adjusted the gripper position and replaced the pinch tubes. The customer has had no further issues.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.